Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of a backup battery fault alarm and the battery replacement date being 0 months were confirmed during review of the submitted log file. The event log file contained data spanning ~3 days ((B)(6) 2023, (B)(6) 2000, (B)(6) 2000 per timestamps). A backup battery fault alarm activated at 6:07:33 on (B)(6) 2023 due to the backup battery not passing the load test. At the time of this alarm¿s activation, the unloaded voltage of the battery was measured to be below the designed threshold. This alarm did not impact the ability of the pump to operate at the set speed. A few hours later at 9:10:41, the driveline was disconnected, which is consistent with the reported controller exchange. The driveline was not reconnected to this controller throughout the remainder of the data. The periodic log file revealed that the controller was still running on backup battery power and alarming at 13:32:21 on (B)(6) 2023. Given that this data point was captured several hours after the controller exchange was initiated, it appeared that the patient may have allowed the internal battery of the exchanged controller to deplete fully. Due to the backup battery fully depleting, a controller clock corrupt alarm was activated, and the controller powered on with the default timestamp of (B)(6) 2000 when it was next reset. The heartmate 3 system controller (serial number: (B)(6)) was not returned to abbott for analysis; however, the 11v backup battery (serial number: (B)(6)) was. The returned battery was functionally tested and passed each step of the testing procedure without issue; atypical alarms were not able to be reproduced and the battery passed multiple load tests. When the battery was installed in a test controller with an accurately synchronized clock, the appropriate replacement month was shown on the system monitor. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. The root cause of the battery displaying 0 months until recommended replacement was determined to be related to the battery fully depleting and the clock of the controller resetting. In order to display the appropriate replacement date, the clock of the controller needs to be set to the accurate date. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. It was noted that this controller was originally packaged with backup battery(B)(6). Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The heartmate 3 patient handbook section 2 ¿how your heart pump works" instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The final step of the controller exchange procedure is to put the previously running system controller into sleep mode. This section warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files revealed that there was a backup battery fault on (B)(6) 2023 at 06:07:33 due to the emergency backup battery (ebb) failing the load test. The patient performed a system controller exchange at home on (B)(6) 2023 due to alarms. At 09:10:41 the driveline (dl) was disconnected which appeared to be when the reported system controller exchange occurred. The log file captured the default timestamp of (B)(6) 2000 / 0:00:00 following the last good timestamp of (B)(6) 2023 at 09:14:19. This default timestamp indicated that the ebb was drained. There were no pump stops in the log files until the dl was disconnected. The patient came into the clinic on (B)(6) 2023 to assess the now backup system controller and noted that the ebb had 0 months left on it. The patient was unable to recall if the pump actually stopped/the green arrows went black. The ebb was indicated to be in use for a total of approximately 44 months. The ebb was exchanged on the now backup system controller and resolved the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.